Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. The sigma spectrum user manual states "upstream occlusions caused by non-vented IV sets used with non-vented glass bottles or closed burette air vents cannot be detected because of the very slow-building vacuums resulting from these situations." Review of the device history log shows that the pump alarmed during the reported infusion. The user also elected to utilize the upstream occlusion suspension function on one occasion.

Event description:
It was reported that a pump did not detect an upstream occlusion which prevented the pt from receiving medication (insulin). The device was programmed to deliver at a rate of 16.5ml/hr. It was observed that the pt's blood sugar increased from 225 to 366 and in response, the nurse increased the rate to 36.7ml/hr. Due to hard limits in the master drug library, the pump was reprogrammed to deliver in basic mode, after which the pt's blood sugar increased to 503. It was observed that the ball in the drip chamber of the burrette was occluding the IV line, however, the pump did not alarm for an upstream occlusion. The pump was replaced and the pt's blood sugar was stabilized.